Event description:
It was reported that the right ventricular lead exhibited noise oversensing. The patient did not received inappropriate therapy during the oversensing. Programming changes were discussed, but not performed. There were no patient consequences.